Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set was not in the patient's body. This issue occurred on (B)(6) 2017 and (B)(6) 2018. No adverse event reported. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.